Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error code associated to a discrepancy between the set and actual gas flow values during procedure. There was no report of patient injury.

Manufacturer narrative:
Based on the investigation performed for similar cases, this kind of malfunction can be caused by: - improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); - a missed gas blender warm-up phase (user error); - defective gas blender's component (gas mass flow controllers and relative flow sensor). The unit was manufactured in 2018 and according to the review of the complaints database no further complaints have been reported in the past. The unit was removed from service. Another gas blender was installed at the customer site and tested by an authorized livanova field service technician. No malfunctions were identified during the test of the new gas blender, ruling out a deviation with the hospital gas supply. Taking into account that the event occurred during the procedure, a missed warm up phase can be ruled out as cause of the event as well. Considering all the above facts, the most likely root cause of the reported error code is a defective gas blender internal component (gas mass flow controllers and relative flow sensor). The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. Since the unit is not owned by the customer and no repair activity was requested.